Manufacturer narrative:
Additional information and the return of the device have been requested. Without a device, serial number, or lot number, the device history records review could not be completed. The radiographic images showed a fusion at c3/c4 and c4/c5 with anterior screw fixation system and cages at both levels. There appears to have large osteolytic changes at the level below the fusion construct. There is no evidence of implants at either c5/c6 or c6/c7.

Event description:
M6-c device removed due to osteolysis. The device was explanted. The device was intact at the time of removal.